Event description:
Information received from israel stated that primary graft failure occurred at one day post-operatively. The donor cornea was stored in the corneal storage media. Additional information has been requested.